Event description:
Customer reported that she was hospitalized for high blood glucose level of 943 mg/dl, treated with IV drip. Customer was pregnant at the time of event. Customer was asleep and did not hear when the insulin pump alarmed. Customer stated her tubing was occluded. Customer was hospitalized for three days and was released with a follow up with her doctor. Customer thinks she was wearing the device during the time of the 911 and was suspended while she was in the ambulance. No further troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-88229.